Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure using this 24mm aortic mechanical valve, it was reported that the mechanical valve leaflet had fallen out of the valve into the patient. It was stated that the valve leaflet was retrieved using a forcep and the valve was replaced with a mechanical valve of the same size and model. It was reported that the valve was not fully sutured and tested prior to removal. No adverse patient effects were reported.